Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported air bubbles in the line during a procedure on a rika device. The device did not alarm. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported air bubbles in the line during a procedure on a rika device. The device did not alarm. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the customer marked the location of air being before the last point of detection. There was no potential for air to donor for this event. No further reporting will be provided as this does not represent a reportable event.